Event description:
Caller alleged discrepant results with the meter. Results as follows: estimated date: (B)(6) 2011, inratio results: 6.5 and 3.5. Test was repeated two minutes later.

Manufacturer narrative:
Investigation pending.